Event description:
Report received indicated the patient experienced skin breakdown due to the rigid edge of the wafer digging into the skin. Condition was experienced for an unknown period prior to complaint receipt. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The batch record review for lot 9j51449 was performed. The retained product was evaluated and the evaluation results are as follows: the samples were visually inspected and all samples appeared to be in normal condition. No discrepancies noted within the batch record related to this complaint issue were identified.